Event description:
It was reported that the user experienced difficulty attaching the infusion set connector to the pump and was attempting to connect it in the reverse orientation. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change after guidance. Investigation included technical support troubleshooting and user education conducted remotely. Investigation of this case revealed user technique error related to incorrect connector attachment. It was concluded that the device functioned as designed and that user error was the cause. No further action was required after correction of use.